Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "self test failure" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "internal comm failure- 1474" and "internal comm failure- 1472" error messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (medical device problem code). Device evaluation: the customer's report for "internal comm failure- 1474" and "internal comm failure- 1472" was verified by performing cyclic redundancy test between the device and smart pneumatic module (spm). The root cause was traced to defective ribbon cable during the evaluation. Therefore, the cable was replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.